Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. While a cause for this specific clinical event cannot be ascertained from the info provided, it suggests the notch was caused by placing the guide too proximally due to a smooth anterior surface, causing the distal cut to be more in extension than planned. Should add'l info become available that changes this assessment, an amended medical device report will be filed. This reportable event was identified on october 17, 2011 as part of a retrospective review in reply to the FDA (B)(4).

Event description:
During surgery, the surgeon noticed the femur anterior cut notched. This was corrected by switching to traditional instrumentation.